Manufacturer narrative:
Concomitant medical products: h601h31 heart ring, implanted : (B)(6) 1997, 0148 lead, 4470 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high impedance and a confirmed fracture. The lead was capped and replaced. The device was also replaced at that time and upon connecting the leads, the new left ventricular lead (lv) would not properly seat in the lv port of the header. Many attempts were made to reconnect the leads and high impedances were noted. The device was not used and a new device was implanted with good lead connections and measurements with the analyzer were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.